Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had monomorphic ventricular tachycardia (mvt) and shock delivery accelerated the rhythm into ventricular fibrillation (vf). A review of the event identified it was find vf and it took thirty seconds to be treated. Following episode review, the boston scientific technical services consultant identified that secondary vector would be the best option for this patient. No adverse patient effects were reported.